Event description:
Allegedly the end user was transitioning from the wheelchair when the left wheel lock snapped open and caused end user to fall. Medical intervention is alleged, but the injuries are unknown.